Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump¿s time was incorrect due to the customer not changing time to reflect time zone. Customer¿s blood glucose was 90 mg/dl. Customer corrected pump time.